Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a right hip revision due to a dislocation and received a constrained liner. Attempts have been made and no further information has been provided.